Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer delivered multiple correction boluses via the pump to address elevated blood glucose (bg) level of 468 mg/dl. Subsequently, the customer's bg decreased to 45 mg/dl. Reportedly, the customer turned on control iq software to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.